Event description:
It was reported that the device presented a false channel. No patient injury reported. There was not backup available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the device presented a false channel. Functional inspection was performed and showed the device failed testing. The wire drive split collet was worn. This failure is due to wear from use. This device has been out in the field since 2015. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.